Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reported experiencing elevated blood glucose levels. The cause was attributed to kinked infusion sets. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.